Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The grip-tips opened and closed properly. A visional, internal and external inspection was performed. The instrument was fully functional. Additional observation(s) not related to the customer complaint: the instrument was found to have (1) bent grip, causing them to be misaligned and clipping tests was performed but it failed. The offset at the tips was 0.34mm. The grips were not found to be cracked. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that over the past two months, some instruments have been compromised by water exposure and residue buildup within the carriage housing. The medium-large clip applier instrument was returned due to recent sterile processing department (spd)-related concerns. While not all instruments show visible issues, the hospital has opted to return them for inspection as a precaution. There was no report of patient involvement.